Manufacturer narrative:
The lead remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned lead it is not possible to definitively confirm how the lead may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was dislodged. A revision procedure was performed to reposition the lead. This ra lead remains in service. No adverse patient effects were reported.